Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during the fill sequence. The customer indicated that the alarm could not be cleared. The customer's blood glucose reading was 64 mg/dl at the time of incident. Troubleshooting found that the drive support cap was not damaged.